Manufacturer narrative:
04/28/2025. H6. Evaluation conclusion codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 3rounds of inappropriate anti-tachycardia pacing (atp) and 1 inappropriate shock(s) due to an episode of atrial arrhythmia. A signal artifact monitor (sam) respiratory sensor vector was switched. Oversensing observed on stored intracardiac electrogram. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 3rounds of inappropriate anti-tachycardia pacing (atp) and 1 inappropriate shock(s) due to an episode of atrial arrhythmia. A signal artifact monitor (sam) respiratory sensor vector was switched. Oversensing observed on stored intracardiac electrogram. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.